Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors and blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. Customer stated that the scratches on the screen. Customer stated that the self test was previously performed and it was pass. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.